Event description:
It was reported that: "the patient was admitted to the hospital for acute lymphocytic leukaemia and underwent central venous puncture treatment at 10:00 am on (B)(6) 20 24. Before using the central venous catheter package, doctor had checked the product (whether it was intact and damaged). At 10:30 am, the guide wire could not be inserted, and upon examination, it was found that there was a kinked problem with the guide wire. Then use the other end of the guide wire to advance. The patient was reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the patient was admitted to the hospital for acute lymphocytic leukaemia and underwent central venous puncture treatment at 10:00 am on (B)(6) 2024. Before using the central venous catheter package, doctor had checked the product (whether it was intact and damaged). At 10:30 am, the guide wire could not be inserted, and upon examination, it was found that there was a kinked problem with the guide wire. Then use the other end of the guide wire to advance. The patient was reported as fine.